Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 400 mg/dl and also lost his meter. The customer stated that he was at diabetes camp and felt really sick. The customer mentioned that he stopped at the gas station and the meter must have fallen out. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis.